Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulty occurred. The 10.0x30x135 cm express ld vascular stent delivery system was used to treat the lesion. After the device was implanted, they deflated the balloon but could not withdraw the delivery system so they withdraw all the devices inside the patient including the guide wire, the stent delivery catheter, and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found no kinks or damage along the entire length of the shaft. An examination of the balloon found that the balloon had been inflated and was not refolded correctly. As part of the device analysis the balloon was inflated and a vacuum was pulled however the balloon did not refold correctly after deflation. Although the balloon deflated fully with no restrictions noted, the balloon would not re-wrap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that removal difficulty occurred. The 10.0x30x135 cm express (tm) ld vascular stent delivery system was used to treat the lesion. After the device was implanted, they deflated the balloon but could not withdraw the delivery system so they withdraw all the devices inside the patient including the guide wire, the stent delivery catheter, and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR:the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The 10.0x30x135 cm express ld vascular stent delivery system was used to treat the lesion. After the device was implanted, they deflated the balloon but could not withdraw the delivery system so they withdraw all the devices inside the patient including the guide wire, the stent delivery catheter, and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.